Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.the 510(k) # is k053529.

Event description:
On (B)(6), 2010, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter was showing three dashes across the display. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6), 2010 (time not clear). The patient advised the customer care advocate (cca) she manages her diabetes with insulin (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. An hour after the alleged issue begun, the patient claimed she felt a symptom of shakiness. The patient denied receiving medical treatment. At the time of troubleshooting, the cca noted the subject meter was never coded prior to use. The cca walked the patient through coding the meter to resolve the alleged issue. Replacement products were still sent to the patient. It is not known if there were any changes in the patient's diabetes regimen; however, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.